Event description:
It was reported by the patient that the gastric band had grown into patient's stomach. The patient got the gastric band implanted in 2005 where the patient was 340 lbs and lost 200 lbs. On the year 9th, the patient got ill and the band was found growing into the patient's stomach. The patient complained of having physical and mental pain due to the event. The gastric band was extracted from the patient and the patient had to take steroids for 6 months after the removal surgery.

Manufacturer narrative:
Attempts to contact the patient for additional information were made; however, no response was received from the patient. No information available regarding the product that was involved. The patient did not provide information for an investigation. Unable to determine if the complaint is about the lap-band or about another band which was available in the us and phased out at the end of 2016. Unable to determine root cause or conduct trending analysis. No new risks identified, the current risk is identified with a low rate of occurrence for the reported complaint categories. No correction or corrective action required. The lot history record for the complaint was not available for review. Unable to determine root cause. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. If additional information would be available for investigation in the future, a supplemental report would be made. At this time, the reported issue will be tracked and trended.